Event description:
It was reported that the pump exhibited a plunger not in place error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped by the power button and the right plunger case was cracked. A review of the event history log identified syringe plunger not in place in history. During functional testing the syringe plunger not in place error was found at syringe test and failed syringe plunger sensor test. The root cause of the problem was caused by the customer's incorrect assembly of the device. Replaced plunger board. Performed syringe test and all functional tests which passed.